Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image display on the monitor. Upon functional testing, the fse confirmed that the dvi splitter and adapter in the r cabinet was damaged due to storm water. To resolve this issue, the philips engineer replaced dvi splitter and dvi adapter. After replacement of dvi splitter and dvi adapter, the live image was restored was and returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no live image display on the monitor. There was no report of harm. Philips has started an investigation of this complaint.